Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s carb ratio and correction factor requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.